Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "expiratory circuit limb disconnected and no alarm." Patient was involved and ventilator had to be replaced. No further information was given so far. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet and so far, no device relation has been established.

Manufacturer narrative:
Hamilton medical ags reference: comp (B)(4). Hamilton medical ags conclusion: it was on 24 june 2025, an expiratory circuit limb disconnection with no alarm was reported on a hamilton-c6 during clinical use. Log review showed correct alarm functionality and ongoing ventilation until a documented mode change to standby, with no technical failure, no loss of ventilation, and no patient harm reported. A precautionary device replacement took place; the returned device was fully tested with no findings, no parts were replaced, and it was returned to service. No further information was received, and the case is considered closed.